Manufacturer narrative:
This charger model was associated in a field correction. MFR's eval: corrective and preventive action (CAPA). Results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-03610. The patient reported she experiences heating at her scs ipg pocket site while charging. The patient also reported the pocket site became red and painful. The heating resolves awhile after charging. A replacement charging system (low energy) has been sent to the patient. No add¿l info is available at this time. On (B)(4) 2012 st. Jude medical, neuromodulation div, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.